Event description:
It was reported that the 9800 system was experiencing intermittent issues when moving the c-arm into the lateral position. It was noted that the image would flash in and out. Advised that the system is still being used. There was no report of pt injury.

Manufacturer narrative:
The customer resolved the problem and cancelled the service call. No details were provided. Service call closed.